Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative alinity I hiv ag/ab combo generated from an alinity I processing module. Two hiv samples were reported as negative and were questioned by the physician because the patients had a positive hiv history. The customer reported that the initial results were generated before instrument servicing, and the customer conducted repeat results after instrument serving on 4 oct 2024 and provided the following data (reference = 1.0 s/co is reactive): (B)(6) initial result was =0.07 s/co. Repeated results were 229.25 & 237.17 s/co (B)(6) initial result was =0.21 s/co. Repeated results were 490.29 & 462.21 s/co. There was no reported impact to patient management.

Event description:
The customer reported false negative alinity I hiv ag/ab combo generated from an alinity I processing module. Two hiv samples were reported as negative and were questioned by the physician because the patients had a positive hiv history. The customer reported that the initial results were generated before instrument servicing, and the customer conducted repeat results after instrument serving on 4 oct 2024 and provided the following data (reference = 1.0 s/co is reactive): ID (B)(6) initial result was =0.07 s/co. Repeated results were 229.25 & 237.17 s/co. ID (B)(6) initial result was =0.21 s/co. Repeated results were 490.29 & 462.21 s/co. There was no reported impact to patient management. Update: the following additional data was provided: sample ID (B)(6): on 4 oct 2024, multiple instrument errors were generated before generating a result of 0.07. On 7 oct 2024, the sample generated the results of 236.51 & 229.29. On 8 oct 2024, the sample generated the results of 237.17 & 229.25. Sample ID (B)(6): on 4 oct 2024, multiple instrument errors were generated before generating a result of 0.21. On 8 oct 2024, instrument errors were generated. The sample also generated the results of 462.21, 490.29, & 492.66.

Manufacturer narrative:
Additional information can be found in section b5. The alinity I processing module, serial number (B)(6) was evaluated. It was determined that the alnty ci snsr bsl required replacement. The instrument service history review revealed no additional issues associated with discrepant results related to the customer complaint. A review of tracking and trending did not identify a trend for the alinity system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for alinity I processing module as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.